Manufacturer narrative:
Product complaint # (B)(4). : this is a duplicate report of original mrn: 1818910-2019-87570. Mrn: 1818910-2019-116745 is being retracted as it a report duplication. The original mrn: 1818910-2019-87570 will be keep for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges loosening of cup, bone fracture, infection, loosening of stem, metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2012 (left hip). At this time it¿s unknown where the fracture occurred. If/when more information is received, the pc will be updated as needed. Patient is bilateral. Please see (B)(4) for the right hip. This pc is for the first revision of the left hip. See (B)(4) for the second revision.